Event description:
It was reported that a pt underwent cardiac surgery for anomalous circumflex coronary artery arising from the pulmonary artery on (B)(6)2010. The surgeon translocated the anomalous artery to the posterior aspect of the ascending aorta and performed pulmonary artery reconstruction with a cormatrix patch and suture was used. Hemostasis was achieved, the chest was closed and the pt had an uneventful post operative session. The pt was discharged home on (B)(6)2010 to family, and experienced sudden death on (B)(6)2010 at home. Preliminary post-mortem examination revealed failure of the suture line at the site of the aortic transection. The surgeon opines that the suture could have been weakened by handling, manipulation or tying it too tightly.

Manufacturer narrative:
(B)(4): conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. Additional info: the actual device product code associated with this event is not known. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2010-01278. The same pt is represented in each medwatch.